Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer reports that: "the valve was not functioning and had to be explanted. Valve was initially implanted in 2006".